Event description:
It was reported that this pacemaker and other manufactures right atrial (ra) lead triggered a lead safety switch (lss) due to high out of range pacing impedances measuring greater than 3000 ohms. The lss switched the device to unipolar and there was inappropriate atrial tachy response (atr) events due to muscle noise. Technical services discussed possible caused and recommended programming options. This pacemaker and other manufactures ra lead remains in service. No adverse patient effects were reported.